Event description:
Forty-five minutes after connecting pca pump to the patient (and plugging in), the pca alarmed "electrical fault." Attempted to turn off and reconnect, but within five minutes, the pca alarmed again (same "electrical fault"). Patient in pain; alternate orders needed to be obtained; delay in patient care; extended period of uncontrolled pain.